Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the scratches on the screen make it harder to read, the pump has randomly shut down temporarily and stopped delivering then resumes on its own, center button does not respond at times. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-431ak, mmt-342. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return was required for mmt-1884l. No product return was required for mmt-431ak. No product return was required for mmt-342.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Thump software was utilized and uploaded trace/history files properly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. The adapt tool was utilized to search for any stuck key or any relevant alarms that may have occurred in the past. The adapt tool reveals that no relevant alarms to confirm complaint code were noted during download history review. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and the j1 connector on pcb1 was locked properly during visual inspection. Unit was received with scratched case and cracked keypad overlay at select button. In conclusion, customer concerns were not confirmed. All buttons functioning properly during testing. During visual inspection no evidence of moisture damage on keypad traces was noted. Customers allegations of a scratched screen were unconfirmed when no scratches were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.